Event description:
It was reported that this left ventricular (lv) lead was an attempted implant due to noise and oversensing with pacing inhibition; there was no asystole. The physician suspected that the lead could have been damaged during the implant procedure. A different lead was successfully implanted and no adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Testing was completed to assess lead electrical performance and inner insulation integrity. Measurements throughout these tests were within normal limits. Visual inspection of the lead body and electrode tip found no anomalies. Laboratory testing was unable to reproduce the reported clinical observations, and analysis of the lead did not identify any lead characteristics that would have caused or contributed to the reported clinical observations. Patient code 3191 is being used for prolonged procedure.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that this left ventricular (lv) lead was an attempted implant due to noise and oversensing with pacing inhibition; there was no asystole. The physician suspected that the lead could have been damaged during the implant procedure. A different lead was successfully implanted and no adverse patient effects were reported.